Event description:
It was reported that the caster horn would not swivel which could potentially cause the cot to tip. This was due to a damaged caster horn bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.